Manufacturer narrative:
Evaluation summary: analysis of the returned lead was normal. No anomalies were noted during analysis.

Event description:
During follow-up, the right atrial lead was noted to be dislodged due to the patient's anatomy and inadequate length of the chosen lead. There were no alleged malfunctions and the lead was explanted and replaced. The patient is in stable condition.